Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of another microbiological testing by the user facility on august 4, 2020, the device tested negative. If additional information becomes available, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; february 12th, 2020] -unspecified channel: cellulosimicrobium cellulans (<10 cfu). [Second time; february 18th, 2020] -unspecified channel:bacillus infantis (1 cfu), cellulosimicrobium cellulans (<10 cfu). [Third time; february 25th, 2020] -unspecified channel:cellulosimicrobium species (10-100 cfu), rothia species (<10 cfu). [Fourth time; march 5th, 2020] -unspecified channel:cellulosimicrobium cellulans (<10 cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. The operation manual of the subject device has already warns following: all channels of the endoscope, including the auxiliary water channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Prior to each patient procedure, confirm that the endoscope and accessories have been properly reprocessed and stored. If there are any doubts or questions, reprocess them again before the patient procedure, following the instructions given in this manual.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer. There was no report of infection associated with this report.